Manufacturer narrative:
Per the reporter, there is no additional information available on this event. This product is available for evaluation and testing; however, it has not been received as of today. Additional information will be submitted within 30 days of receipt.

Event description:
The report from the field indicated that during a coronary stenting procedure, the shaft of a 3.5x33mm cypher stent broke on the way into the patient's body. The shaft did not break into two separate pieces. Vessel and lesion characteristics are unknown. There was no patient injury.